Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 300 mg/dl during the call. Troubleshooting was not done as the battery was dead and the customer was asleep during call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.